Event description:
On (B)(6)2009, the pt was implanted with an scs system. The pt had a gradual loss of stimulation beginning approximately 1 month after the original surgery. The pt had issues with intermittent and positional stimulation. The clinical specialist determined that the impedances on contacts 9-16 were invalid. For a time, they were able to reprogram around the problem but the pt's pain became too much and the physician decided to replace the lead. On (B)(6)2010, the lead was explanted and replaced with a new model 3214 lead. At explant, the physician observed that the strain relief loop at the anchor site was still intact but it appeared the anchor had moved and the lead appeared to be fractured at the anchor site.

Manufacturer narrative:
A visual inspection and functional testing were performed. The device history and sterilization records were reviewed. Results: visual inspection revealed an incomplete lead that had been cut 3.5 cm (channels 1-8) and 4 cm (channels 9-16) away from the paddle. No functional testing was able to be completed due to the incomplete lead. Conclusions: complaint about "lead broken/fractured" was confirmed; as received, the lead had been cut and no functional testing was performed due to the incomplete lead. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.